Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 47 mg/dl at night and high blood glucose value of around 497 mg/dl next morning. Customer stated that she woke up in a cold sweat, and her heart was being rapidly. The customer experienced symptoms such nausea, a little bit of tightness in the chest. The customer was hospitalized with blood glucose value of over 500 mg/dl on unknown date in (B)(6). The customer experienced symptoms such nausea, a little bit of tightness in the chest. Drive support cap appeared normal (slightly indented). The customer was treated with insulin pump. The insulin pump is not expected to be returned for analysis.